Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; one event was confirmed during testing. One device was found to be affected by paint chips coming off of the device. This device is not repairable and was not returned to the user facilities. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device had paint chips coming from the device. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 3 devices were received for evaluation; 3 events were confirmed during testing, 3 devices was found to be affected by paint chips coming off of the device, 1 device is available for evaluation but has not yet been received. This device is not repairable and was not returned to the user facilities. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device had paint chips coming from the device. There was no patient involvement; no patient impact.